Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had not had pain relief since implant ((B)(6) 2017) and that the device was not working. There was no benefit, it had not reduced pain, and it drained the battery in 24 hours. It was reported to be "worse than the first surgery." No further complications were reported.